Manufacturer narrative:
Product ID: 8590-1, lot# n147960, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the pump had been alarming over the last five days, and was confirmed by telemetry. A critical alarm occurred due to a low battery reset, and the pump was in safe state. It was noted that the pump was supposed to have 19 months left according to the estimated elective replacement indicator (eri). The pump logs did not show anything prior to (B)(6) 2013, thus the health care provider (hcp) was unable to see when the low battery reset originally occurred. The hcp thought the patient was still receiving therapy because they had not presented with any symptoms. Troubleshooting options were discussed. The caller stated she will refer the patient to hcp to replace the pump. The pump system was being used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.